Event description:
Alleged issue: the balloon was pierced. The patient's condition and if there was any patient injury is unknown.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related complaints.